Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Weight, ethnicity, and race:unk. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of a -13.5/1.5/87 (sphere/cylinder/axis), tore/broke during injection/delivery into the patient's left eye (os) on (B)(6) 2022. The lens was intraoperatively implanted and removed. There were no patient injuries. Cause is reported as user error. On 22-dec-2022, the replacement lens was implanted and the problem was resolved.